Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complaint, the pt complained of "hotness" and a small leak was noted around the cervix (less than a cc). The procedure was aborted and cool down was conducted 8 minutes into ablation. F/u info received on 08/04/2009, revealed there were no fluid loss alarms (since only less than a cc fluid loss occurred), there was nothing unusual about the cervix, and there was no indication of internal absorption. There were no pt complications reported with this event.

Manufacturer narrative:
The lot number is not known, therefore, exp and mfg dates are not known. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).